Manufacturer narrative:
The reporter informed the company that the product cannot be returned.

Event description:
Blood - mouth [mouth haemorrhage]. Injured - mouth [mouth injury]. Scratch - gums [gingival injury]. Piece of metal that separated from the toothbrush and fell apart [device breakage]. Case description: consumer e-mailed stating he/she spat a piece of metal that separated from the toothbrush, and it fell apart. No serious injury was reported.